Event description:
A patient reported experiencing inaccurate low results with a surestep enhanced meter. The patient's blood glucose results were 53 mg/dl vs. 92 lab. Tests were done within 10 minutes with a difference of 39 mg/dl. Patient did not experience any adverse events. No further information has been reported.